Event description:
It was reported that the right ventricular (rv) lead exhibited out of range impedance and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead experienced spikes in pacing impedance.